Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, angle rubber glue separated, scratched mark on the charged coupled device cover lens, scope b body o-ring became moveable all around the o-ring groove, angulations are out of specification, insulation distal end value resistance out of specification, and device no longer insufflates. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that the colonovideoscope had insufflation problem. Upon inspection and testing of the customer returned device, foreign material (brown-colored organic material) was found clogged in the scope air/water nozzle due to insufficient. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observe foreign material clogging the nozzle was observed to be a brown colored material, however, the material could not be identified and the root cause of the issue could not be determined, as there was no physical damage to the device that might prevent removal of the foreign material and no additional event information was reported or available. The event can be detected/prevent by following the instructions for use sections below: ¿operation manual olympus cf-hq1100dl/I operation manual chapter 3 preparation and inspection¿. ¿reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿. Olympus will continue to monitor field performance for this device.